Event description:
Pt slipped and fell in 1999. Right intertrochanteric femoral fracture. Surgery for right hip compression screw. Due to poor bone quality, bone cement was placed in screw holes to improve purchase. While drilling through cement the tip of the drill bit broke off and is entirely lodged in pt's intramedullary canal.